Manufacturer narrative:
(B)(4). (B)(4) (intervention required). Stent blocked/occluded; stent difficulty removing. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4). According to the complainant, the patient previously underwent a live transplant and cholecystectomy in (B)(6) 2010. On (B)(6), 2010 liver function tests were recorded, but no baseline biliary symptoms were assessed. A pre-study stent placement cholangiogram revealed a mid biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was not removed during the study stent placement procedure. The 10 x 60 mm stent was deployed in satisfactory position across the stricture. The patient was discharged on (B)(6), 2010. On (B)(6), 2010 the patient underwent per protocol stent removal. During an endoscopic retrograde cholangiopancreatography procedure the stent was removed with difficulty using forceps. There was tissue hyperplasia of the duodenal wall at level of the papilla, partially obstructing the distal end of the stent. The stent was removed by grasping the retrieval loop on the end of the stent and gently pulling the stent back with the scope. There were no clinically significant complications during stent removal. Post removal the stent "looked normal" and was disposed. Post procedure the patient experienced a fever. It was reported that the patient's fever was resolved, and the patient was discharged on (B)(6), 2010.